Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they were in the process of running 6 month correlation studies and determined that there was an erroneous result for one patient sample tested for elecsys shbg (shbg) on a cobas e 411 immunoassay analyzer (e411). The sample initially resulted as 2.68 nmol/l and this value was reported outside of the laboratory. The sample was repeated on a different e411 analyzer, resulting as 31.2 nmol/l. The doctor's office was notified after receiving the 31.2 nmol/l value. The sample was also repeated on both instruments, resulting as 30 nmol/l and 32 nmol/l. The repeat result was believed to be correct and a corrected report was issued. The patient was not adversely affected. The shbg reagent lot number was 19022000, with an expiration date of 03/31/2017. The field service engineer checked probe alignment and ran performance testing. Performance testing was successful and without error.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. A general reagent issue can most likely be excluded. Controls were within expected limits. Some instrument alarms point to possible sample issues. The involved sample tube was only about half full. Possible root causes for this event may be sample quality and insufficient maintenance. Poor sample quality and low sample volume may lead to pipetting issues. A temporary instrument issue could not be excluded.